Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pam110 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by vet that a dog underwent an animal surgery on (B)(6) 2019 and the suture was used to close the incision. Post-operatively, the suture was found to be broken down in incision.